Event description:
It was reported that after I min of activation, x-ray detected the tip of the recanalization catheter was detached from the outer catheter. It was not reported how/if the tip was retrieved. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The device code was documented, but was not reported on the MDR. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Manufacturer narrative:
Bard became aware of a journal article published by the japanese association of cardiovascular intervention and therapeutics 2016, titled 'evaluation for the efficacy and safety of the crosser catheter as a cto crossing device and a flossing device'. A response to the request for additional information identified that MDR # 2020394-2015-00717, # 2020394-2015-00771, and # 2020394-2015-00748 were associated with the article reviewed and summarized in MDR # 2020394-2016-01209. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the second event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip and the guidewire lumen had also become separated from the metal tip. The core wire was exposed and extended beyond the edge of the outer catheter approximately 0.7cm. The separated material of the outer catheter was bunched, indicating that excessive force may have contributed to the reported event. No other anomalies were observed to the device. Functional/performance evaluation: the patency of the guidewire lumen could not be tested due to the material separation. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: the journal article contained images of a crosser, based on the images provided an image review was performed. However, the images in the journal article did not match the event description of this complaint. The image review can be found in MDR # 2020394-2016-01209. Conclusion: the device was returned, images were not provided for this event. Based on the sample evaluation the investigation is confirmed for material separation as the outer catheter and guidewire lumen were separated from the distal tip. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 1 minute of activation, x-ray detected the tip of the recanalization catheter was detached from the outer catheter. It was not reported how/if the tip was retrieved. There was no reported patient injury. Note, evaluation of the returned device demonstrated that the tip separated from the outer shaft; however, no full detachment was seen. New information received: it was reported that a post treatment scan confirmed slow flow. No additional information was received.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. The device was returned. The investigation is confirmed for material separation based upon the condition in which the sample was returned. Eval of the returned device demonstrated that the tip separated from the outer shaft, however, no full detachment was seen. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event.